Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal system was used during a mid-urethral sling procedure. According to the complainant, during the procedure, the physician placed the first dilator within the patient's right side. As the doctor was passing the delivery device behind the patient's pubic bone, the delivery device needle bent. It was reported that it had progressed behind the pubic bone at the wrong angle, and bent as a result of excess force being exerted at that angle. The entire device was removed from the patient. The procedure was completed with another advantage fit transvaginal system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".